Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited increasing impedance. The patient is device dependent and the lead was capped and replaced on (B)(6) 2018 successfully. The patient remained asymptomatic throughout the event.